Event description:
The operator of a dimension exl with lm instrument stated that the instrument failed a system check with ¿sample probe cleaner not detected¿. The siemens technical solutions center (tsc) has advised the customer to stop use of the instrument and not to report patient results . The operator stated that they will continue to run the instrument despite tsc¿s advice. It is unknown if there are reports of patient intervention or adverse health consequences due to results being reported while the sample probe cleaner was not detected.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found that the sample drain line had threads damaged by bleach. The cse replaced the sample drain and aligned the sample probe. The cse primed the system and the system check passed. The cause of the operator continuing to run patient samples on the instrument after a system check failure, is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.